Event description:
It was reported that the additive port of a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the spike connection of the clearlink system continu-flo solution set. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from september 27, 2021 - september 28, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted